Event description:
Baxter received a report that liko m230 had a patient falling from the lift during transfer. This occurred during patient use. It was reported that there was no patient/user injury or medical intervention with this event.

Manufacturer narrative:
Initial reporter address: (B)(6). No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.